Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not work" was confirmed. Device was evaluated and it was found that the thermistor was open. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device "does not function." The device was not being used during surgery. It is unknown if there were any patient or user injuries reported. It is unknown if medical intervention occurred. There was no additional information provided. Dates of event unknown.